Event description:
The following information was received from global pharmacovigilance and is a spontaneous report from a consumer in the (B)(6) of peritonitis in a patient coincident with dianeal therapy. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy solution and abdominal pain and was hospitalized. Treatment was not reported. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). Further information was received from a health professional. On (B)(6) 2012, the pd catheter was removed. On (B)(6) 2012, treatment with vancomycin and amikacin was discontinued. The patient has not recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). Further information was received from a healthcare professional, which medically confirmed the report. It was reported that the patient still had abdominal pain and cloudy solution. On (B)(6) 2012, the patient started treatment with cefazoline 1g, 2gram/day and gentamycin 40milligram(mg), 80 mg/day intraperitoneally. On (B)(6) 2012, cefazoline and gentamycin were discontinued. On (B)(6) 2012, the patient was treated with vancomycin 1g and amikacin 0.5 g, 300mg/day intraperitoneally. Vancomycin and amikacin were ongoing. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow-up information ((B)(4) 2012): further information was received from a health professional. On (B)(6) 2012, dianeal therapy was withdrawn. On (B)(6) 2012, the patient was transferred to a hospital for hemo dialysis (hd) treatment. The patient recovered from the event of peritonitis. This complaint for peritonitis - no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error.